Event description:
It was reported that a 32-year-old caucasian female patient who underwent an unspecified breast surgery with mentor smooth round high profile 270cc saline breast prostheses developed capsular contracture in both of her breasts post implantation (baker grade IV in left breast, baker grade ii in right breast). As a result, the patient underwent bilateral explantation and replacement with allergan breast prostheses on (B)(6) 2022. Two lot numbers were reported: lot #5952891 and lot #5933495. It was not specified which lot number belongs to left side and which belongs to right side. Follow-ups are in progress. If clarification is received, a supplemental report will be submitted. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress for both lot #5952891 and lot #5933495. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On 14-jul-2022, the mentor failure analysis lab received the device for evaluation. The side of the implant (left or right breast) was not reported. Analysis results for the device with lot #5933495 will be submitted in this report. On 27-jul-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).